Event description:
It was reported that the device was used during a gastric resection procedure. It was reported by the rep that when stapling across the stomach with the tlc 10 there was bleeding at the staple line. Suture was used to stop the bleeding, and the case was completed. There was no consequence to the pt.